Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-8-b device of lot number c1663166 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. From the image provided, the introducer appears to be fully broken. Lab evaluation: n/a. Documents review including IFU review: prior to distribution all evo-pc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for evo-pc-10-11-8-b device of lot number c1663166 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire c1663166; upon review of complaints this failure mode has not occurred previously with this lot c1663166 the instructions for use ifu0057 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the deployment issue observed. The damage observed in the image provided may have come after the deployment issue when trying to remove the introducer system . Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the procedure, the material mechanism did not respond to its functions. As the doctor pressed the release button, the prosthesis would not move out of place. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence